Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus australia there was the possibility that the reported phenomenon was attributed to the following. Since the subject device could not detect only the particular tjf-q180, but the subject device could detected other endoscopes, therefore it was considered that there was no anomaly in the subject device and the reported phenomenon might be caused by the particular tjf-q180. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the subject device did not recognize only tjf-q180v which was connected to the subject device. The user connected the other endoscopes, the subject device functioned without problem. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.